Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit was giving error code of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Event description:
The customer reported the unit was giving error code of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.